Manufacturer narrative:
The investigation determined that lower than expected myog quality control results were obtained using a non-vitros quality control fluid in combination with a vitros 5600 integrated system. A definitive assignable cause was not determined. The most likely assignable cause for the lower than expected myog results is an issue with a non-vitros bio rad qc fluid. There is no indication that the vitros 5600 integrated system or the vitros myog reagent malfunctioned.

Event description:
The customer observed lower than expected vitros myog results obtained from non-vitros bio rad quality control fluids processed on a vitros 5600 integrated system. Vitros myog results of 106.8, 108.4 and 106.997 ng/ml versus the peer group mean of 121.7 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if it were to occur undetected with patient samples. Ortho has not been made aware of any erroneous vitros myog patient results obtained or reported from the laboratory over the time frame of the event, however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
Clerical update: changed from adverse event to product problem. This was not an adverse event.